Event description:
It was reported that the patient electronic system (pes) of the cmems device kept asking the patient shift. Troubleshooting included started a reading without the patient which resulted in 12% white. The patient to laid down centered on the pes, resulting in blue 99%. Of note, the patient had a pacemaker and defibrillator. The patient was then asked to shift up, reading blue 99%. Then the left shoulder was centered. The patient took off their left ventricular assist device (lvad) pack and turned onto the left side. A reading was completed, but it was stated that the reading had electromagnetic interference (emi). The patient then turned onto the left side, and green then signal dropped to blue. The clinician had the patient turn all the way to the left side, reading green 99% and a reading was completed. Again, the reading had emi. The clinician asked patient to take another reading, higher up on the pes. Good position was heard, as music started and stopped multiple times. The patient was asked to shift down about a half an inch, and a reading was completed. Again, the reading had emi. Next, the patient laid on the right side, with a blue reading. The patient rolled onto their back, the signal stayed blue, and the reading timed out. The pes was then propped up with a pillow and the patient centered it to the shoulder and the reading timed out. The patient moved the pes to a recliner, resulting in white and blue. The patient centered to the left side, and the pes repeated good position but then dropped to blue. With the left arm up, the signal was low. With arms down, a reading was completed. Again, the reading had emi. The pes was rebooted. Another reading was taken, and the pes was only showing blue then showing flashes to green but would not pick up a signal. The cause of the problem was determined to be emi from unknown source. On 11mar2024 a new pes was to be paired. The pes was unpacked and plugged into a wall outlet and powered on. Language, country, patient information and sensor serial number were confirmed. Set up and pairing were successful. The patient stated that the pes was at the foot if the bed and the lvad was in same outlet. A reading was started reading without the patient that was 49-50% blue. It was confirmed that the handheld device was away from pillow. The patient connected to a battery pack and was advised to keep batteries out to the side as far as comfortably possible from the pes. The patient was positioned on the pillow. Spine centered and head on headrest, with reading of 73% blue. With reaching the right arm to left side, the reading was 45-62% blue and the reading was cancelled. The site asked the patient if battery charger or pes could be moved to new outlet, and they unplugged battery charger. Again, they started the reading without patient getting 40% white, then 52% blue. It was confirmed that the batteries were 2 feet from pes and there were no heating pads or blankets on the nonmechanical bed. The patient repositioned on the pes with their spine centered, head on headrest and batteries out to the side and started a reading that was white 0-35%. The patient moved one inch right with 99% green then 99% blue readings. The patient reached their right arm to the left shoulder and a good position was heard. A reading was successful but reflected emi. Next, they repositioned the pes upright and under patient's left arm and started reading which was blue 62% and then the patient went back 99% blue. The patient moved forward on the pes to have them closer to the front left side and it confirmed 90% blue. The patient then moved the pes toward their back, reading 99%. The pes was then moved to the patient's chest keeping the headrest under their chin. White and blue percentages not provided. The pes was moved one inch towards the right arm and was 30-40% white. It was then moved one inch right, reading 70-80% blue and then moved again one inch right and white and blue percentages were not provided, and the reading timed out. They started a reading with the right chest centered and left chest at left side of pes reading white 0 - 44% blue. Next the pes was set on the bed the reading was 70% blue. The pes was move to the manual recliner and it was confirmed that the pes was plugged into wall outlet with no other devices and that the lvad batteries and controller have been set on the floor by chair. It was also confirmed that the handheld was in the right hand and away from pes and started a reading which was blue 45%. The current position is spine centered and the headrest was behind shoulders. They had the patient place blanket or towel under pes reading 0% white then green, and the percentage was not provided. The patient reached the right arm to the left side with white and green reading 60% and then moved the patients left chest closer to the center. White and blue percentages were not provided. The patient then moved from lvad batteries to wall connection and the pes was moved back to the bedroom on its own wall outlet and powered back on. Batteries were over 5 feet away. Started another reading and the white percentage not provided. The patient moved one inch right and the reading was 85% blue. Then they moved to have their left arm off the pes and left chest still on it reading 66% blue. Next, they reached their left arm to the right chest reading 99% blue. Reached right arm to left side. 99% blue then 0% white. Patient stated his head is on the headrest and then moved their head up to headrest reading blue 70-80%. The patient then moved patient up one inch, 61% blue and moved right 1-2 inches. Good position was heard but the reading received reflected emi. Sent mera (medical equipment repair associates) request. The cause of the problem was determined to be emi.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1, brand name: corrected d4, catalogue number: corrected d4, primary UDI: corrected manufacturer's investigation conclusion: the reported electromagnetic interference (emi) while taking readings could not be confirmed through this evaluation. A specific cause and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported emi could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number mlp-011517, with no further complaints reported at this time. Abbott continues to investigate the potential for interference between the heartmate 3 lvas and cardiomems devices. The relevant sections of the device history records for mlp-011517 were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that on 15mar2024 there was difficulty taking a reading. Troubleshooting included taking a reading on nonelectric recliner and plugging directly into a wall outlet. A mera representative started reading without patient and got white 0%. They asked the patient to rotate to the right side on right shoulder and they would prefer to try bed. They moved the pes to a nonelectric bed and plugged into the wall outlet. They started a reading without the patient and got blue 99%. The next test had no electric blanket and no CPAP, and the battery charger moved off of bed, and got blue 99%. They moved the pes back to recliner in other room, plugged into the wall outlet. They started reading without patient and got white 21%. When the patient's right shoulder was on the pes, they got blue 45%. The patient had their lvad battery pack on the left side. They placed the bed pillow between battery pack and patient and unit and got green 70%. Reading and transmission was successful. A hybrid reading was seen. The pes was rebooted. The patient was moved to their right side on right shoulder with reading 65 to 75% green. Music started and stopped. The minimum signal was lowered from 65 to 60. A reading was manually sent. The transmission was successful. The pes was rebooted with the reading taken with the patient on right shoulder on right side and got green-blue 70 to 90%. They rotated the pes sideways so that headrest was to the right of the patient's arm and got white 0%. The representative held the pes to patient's right shoulder and got blue 58% then green 70%. The music started and stopped. Search pressure was increased from 19 to 24. A reading was manually sent. The transmission was successful. The pes was rebooted with the reading with pes held to the patient's right shoulder, reading white 36%. The pes was rotated so that headrest was to front of patient, reading green 71%. Reading and transmission were successful. Reading was reflective of emi. The pes was then moved to another room to a day bed. The reading was started without the patient, reading white 0%. The patient was moved on his right shoulder on right side, reading blue 20%. Search pressure was increased to 30. A reading was manually sent. The reading was started without the patient on the day bed, reading blue 99%. The pes was moved back to the recliner. The patient's spine was centered with their head on a headrest, reading yellow/green 45%. The bed pillow was placed behind the unit, reading green 45-65%. The pes was moved right a couple inches, reading green 70-80% then blue 65%. The patient was instructed to take slow deep breaths, reading blue 65%. The pes was moved behind the patient's left shoulder blade, reading yellow-green 50%. The pes was moved left one inch, reading white 0%. The pes was moved behind the patient's right shoulder blade, reading blue 80%. The pes was moved to a wooden chair. The reading was started without the patient, reading white 0%. The patient's head was even with top of the head rest with their spine centered, reading white 31%. The patient's right shoulder blade was centered with the pes, reading blue 41%. The patient's left shoulder blade was then centered with the pes, reading blue 54%. The representative helped position the pes with the patient's right arm across their chest, reading blue 40%. The search pressure was lowered from 30 to 22. A reading was manually sent. The transmission was successful. The pes was rebooted. The patient's spine was centered with their head on a headrest, and they were sitting in a chair, reading white 21%. The patient's right shoulder blade was centered, reading blue 70%. The pes was moved the patient's right shoulder on their side, reading blue 55%. The pes was rotated so the armrest was under the patient's right arm, reading blue 60%. The reading then displayed yellow then to green 90% to blue 50%. The patient was instructed to take slow deep breaths, reading 99% blue. The pes was powered off by mistake and rebooted. The pes was moved so the arm was just under bottom of the headrest. This was found to be a good position, repeating yellow to green 60-70%. Reading and transmission were successful. Physiological. Reboot pes. Attempted reading in same position. Green 66% good position on pillow stay still repeating. Green 70%. Reading and transmission successful. The cause of the problem was determined to be patient and the pes position. The patient moved to a sitting position in a wooden chair. The pes was rotated so that the headrest was to the right with the patient's right arm just under the headrest. The patient took slow deep breaths and the reading and transmission was successful. On 25mar2024, the patient called in because they were unable to obtain readings again. The provider advised that the patient move to a sitting position in a wooden chair and rotate the pes so that headrest is to the right with the patient's right arm just under the headrest. The patient was instructed to take slow deep breaths. Readings of 99% blue, then 55% with a jump up to 95% were seen. The minimum signal was updated from 60 to 55, and the unit was updated. Another reading was taken but the patient was still unable to get anything higher than white and blue.